Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was not holding a charge. The physician suspected a device malfunction. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg was not holding a charge. The physician suspected a device malfunction. The patient will undergo an ipg replacement procedure.